Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve additional details regarding interventions performed and patient status, but further information was unable to be obtained at this time.

Event description:
It was reported that during a pulse field ablation procedure using a faradrive steerable sheath, the patient experienced stroke complications. Physician was under the impression that it was caused by air bubbles in the sheath. A CT scan post the procedure showed mild to moderate white matter ischemia. It is not known if any interventions took place. The device is not expected to be returned for analysis as it was disposed.